Event description:
It was reported that doctor was tightening the thumbscrews on the navio handpiece array and accidentally broke the head off one of them. With the second screw still intact and the array still tightly secured to the handpiece, we proceeded with the case. Thumbscrew was replaced at the end of the case. No patient injury involved.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specifications or would not be able to perform as intended. A complaint history review found 52 similar reports and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported issue is if the thumbscrew was overtightened, causing it to break. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.